Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while experiencing an unknown sensor malfunction. The day of the event the patient fell out of bed while experiencing a seizure. The reporter did not know if any alerts sounded at that moment, and it was not known what the cgm device was displaying at that moment, but the sensor would not have been working and would not have been showing cgm readings. It was unknown how, but the patient was brought to the hospital. At the hospital the patient was diagnosed with hypoglycemia. No further treatment was reported and it was unknown after how much time the patient was discharged. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.